Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the hospital yesterday for a high blood glucose of 527 mg/dl. The customer's basal rate was twenty percent lower and when her blood glucose increased she called 911. The customer spent four hours in the hospital. Troubleshooting was declined. No products were returned or replaced.